Event description:
A head error was reported. (B)(4).

Manufacturer narrative:
The device is owned by maquet cardiopulmonary (B)(4). The device was received by the manufacturer and sent to a supplier for further evaluation and repair. During the supplier's investigation the failure could be confirmed. It was determined that the failure was caused by a loose connection within the connector plug of the rotaflow drive (rfd), connecting to the sensor cable. The mechanical damage of the connection cable was caused by improper handling of the device. The customer rejected the quotation and is asking for the return of the device without repair. Therefore no repair was performed and the rfd was returned in the defective condition.

Event description:
During preventive maintenance the reported error message "head error" occurred. (B)(4).

Manufacturer narrative:
The device in question will be sent to maquet (B)(4) for investigation. Investigation is still pending. A supplemental - medwatch will be submitted when additional info becomes available.